Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19115655. Medical device expiration date: 2022-11-07. Device manufacture date: 2019-11-06. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV c had blood backflow, flow issues, and components would get stuck causing leakage. This occurred on 11 occasions. The following information was provided by the initial reporter: adverse situations for quality care in relation to the medical device, which is not compatible with the accessory of venous infusion equipment for its specific use, venous return occurs, remaining with blood traits when used in peripheral venous accesses in our patients, which has been evaluated during the maintenance period by the leading nursing professionals of the vascular access project of the different shifts. The reported problems are: device that is not compatible with the micro dripper and metered volume equipment. Device that is not compatible with infusion, micro dripper, and metriset sets. There is venous return, leaving constant blood residues. It reduces the flow of the solutions in the infusion pump, since it has an internal rubber and when introducing the pump equipment, the rubber changes its shape and prevents the passage of the solutions and returns the solution. Resistance when infusing. Presents obstruction, the solution does not pass, activating the pump sensor all the time. It does not allow the metricet equipment to be easily placed and the blue button gets stuck, allowing it to leak.

Manufacturer narrative:
H.6. Investigation: a mz9266 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19115655. No connecting products were returned to assist the investigation; furthermore no additional information was available to confirm the exact nature of the incompatibility. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 19115655 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV c had blood backflow, flow issues, and components would get stuck causing leakage. This occurred on 11 occasions. The following information was provided by the initial reporter: adverse situations for quality care in relation to the medical device, which is not compatible with the accessory of venous infusion equipment for its specific use, venous return occurs, remaining with blood traits when used in peripheral venous accesses in our patients, which has been evaluated during the maintenance period by the leading nursing professionals of the vascular access project of the different shifts. The reported problems are: ¿ device that is not compatible with the micro dripper and metered volume equipment. Device that is not compatible with infusion, micro dripper, and metriset sets. ¿ there is venous return, leaving constant blood residues. ¿ it reduces the flow of the solutions in the infusion pump, since it has an internal rubber and when introducing the pump equipment, the rubber changes its shape and prevents the passage of the solutions and returns the solution. ¿ resistance when infusing. ¿ presents obstruction, the solution does not pass, activating the pump sensor all the time. ¿ it does not allow the metricet equipment to be easily placed and the blue button gets stuck, allowing it to leak.